Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported implant fracture.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D9: device available for evaluation change ¿no' to 'yes'. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. One full osseotite xp® implant 4/5 x 11.5mm (fos4511) was returned for investigation. Visual inspection of the as returned product identified that the implant is fractured across the threads near the hexed head. The bottom portion of the implant was not returned for inspection. No pre-existing conditions were noted on the per. The reported product was located on tooth # 46 (fdi) and used for approximately 15 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has provided one additional x-ray image of the device, which does not show signs of fracture. It is not known if this x-ray date precedes the event date. Device history record (DHR) review was completed for the subject lot number 457171. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (457171) for similar event and no other complaint was identified utilizing keyword(s) 'fracture : implant'. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event(s) (implant fracture) or product (fos4511). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.